Event description:
It was reported that ¿when performing or using stimuli with pencil intermittently they lose stimulus function; have to reset for it to come back and be active; typically using 2 leads and leads show good on box; when they double tap to get stimulus verification they don't get anything.¿ there was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis states that the issue could not be duplicated. There was no fault found with the device. It was noted that the customer did not send in the patient interface cables with the rest of the unit, which could potentially have been a source of the issue. As a precautionary measure, service and repair upgraded the software, replaced main board and p/I adapter board. The device again was tested and passed manufacturing specifications.